Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the percuflex plus ureteral stent was returned with pouch and positioner for analysis. During the device inspection under magnification, it was found that the stent bladder coil detached. The reported event of stent shaft break will not be confirmed and would be assigned with the code of no problem detected. With regard to stent bladder coil detached, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported during unpacking, the jj stent broken once opened. The procedure was completed with another of the same device.

Event description:
It was reported during unpacking, the jj stent broken once opened. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.